Manufacturer narrative:
As reported, when retracting a 5f mynxgrip vascular closure device (vcd) for temporary hemostasis the user never felt the second stop and the balloon pulled through the access site. Manual pressure was held to achieve hemostasis. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Upon visual inspection, the shuttle was found engaged to the black handle, and the stopcock was in the closed position. The advancer tube was located inside the shuttle tube, with the sealant visibly exposed along the shaft of the device. It is important to highlight that, although the sealant was observed exposed during the product evaluation, the images taken at the time of receipt for the decontamination process did not show this condition. When the device was later received for product evaluation, the sealant was already exposed. This discrepancy could likely be attributed to manipulation of the device after the procedure, probably during the decontamination process. The syringe was returned attached to the device, with the stopcock closed. Additionally, an unidentified, non-cordis procedural sheath was locked within the device. The balloon was received fully deflated. No other anomalies were noted during the visual inspection. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated and deflated with proper functioning of the inflation indicator as intended per mynxgrip instructions for use (IFU). The reported event of ¿balloon-pull through¿ was not observed through analysis of the returned device since the device passed dimensional and functional analysis with no other anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel conditions and/or procedural/handling factors likely contributed to the reported pull through experienced, especially since there were no anomalies noted to the balloon during analysis. According to the IFU, which is not intended as a mitigation, once the device is inserted into the sheath, the IFU instructs to ¿inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. It should be noted that if excessive tension is applied to the device during the balloon positioning step, this can cause the balloon to be pulled through the arteriotomy/venotomy. Neither the product analysis, nor the information reported for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when retracting a 5f mynxgrip vascular closure device (vcd) for temporary hemostasis the user never felt the second stop and the balloon pulled through the access site. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The device and sterile devices are available for evaluation.